Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii and rupture. The device has been explanted and discarded.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii and rupture. The device has been explanted and discarded.

Manufacturer narrative:
Photo analysis completion: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: h.11.